Event description:
Additional information received reported that the patient was treated with 500mg of keflex orally four times a day for seven days, and the event resolved without sequela.

Manufacturer narrative:
(B)(4).

Event description:
A possible lead migration/dislodgment at lead introducer site/lead tract was reported. Signs and symptoms were "pull wire (lead) on interstim during stage 1, blood and occasional pain at incision site." It was unclear if interstim referred to the therapy or the device. The issue was resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
Product ID 3889-28, lot# v477185, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was observed for treatment efficacy.

Manufacturer narrative:
(B)(4).